Manufacturer narrative:
The field service engineer (fse) verified hardware and performed high sensitivity system check which failed. The fse replaced the peristaltic pump tubing, replaced and aligned the gripper spinners, and tightened the retention screw on incubator. The fse repeated high sensitivity system check, and it passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported discrepant carcinoembryonic antigen (cea) result for one patient and failed calibrations and quality control (qc) involving the unicel dxi 800 access immunoassay system. The initial result was released out of the laboratory and questioned by the physician as it did not correlate with the patient¿s clinical history. The physician requested the patient¿s sample be retested; the retest result correlated with the patient¿s clinical history, and an amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The instrument was not in use.